Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. Fse reproduced the error, and then replaced the diluent syringe unit. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, chapter 7 -error messages and flags was reviewed. The 4012 spec.sy home sensor: the aia-360 service manual under chapter 8- troubleshooting indicates that the 4012 spec.sy home sensor error message is generated when the specimen syringe motor home sensor remains activated. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due failure of the diluent syringe unit.

Event description:
It was reported that the customer heard a slight noise and received "4012 spec.sy home sensor" errors on their aia-360 analyzer. The customer attempted to troubleshoot by rebooting; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.